Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds and under-sensing and re-programming was performed. Approximately eight months later, the lead displayed high pacing/sensing impedance and the impedance was variable. The pacing portion of the lead was capped, replaced, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.